Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized for chest pain due to suspected myocardial infarction. Device interrogation showed several high ventricular rate episodes since (B)(6) 2019 due to right ventricular (rv) lead noise. Patient was asymptomatic during the episodes. Noise was not reproducible with isometrics. Further device interrogation also showed phrenic nerve stimulation near the rv and patient could feel rv pacing stimulus. Patient reported feeling stimulation since pacemaker implant. Device was reprogrammed to address the stimulation issue. Patient was stable and will continue to be monitored.